Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The field service engineer (fse) evaluated the unit and could not duplicate the reported problem. The fse checked all functionality and there was no burning smell and the unit passed preoperational check successfully. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a burning smell coming from unit. The customer reported that the device was in clinical use at the time of the reported event however, there was no patient or user harm.